Event description:
The video telescope was returned to olympus for repair with stripes in the image reported by the customer. During the inspection at the olympus repair center, the video telescope was found to display green stripes/a green image. There is no indication that the image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the green stripes in the image and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.